Manufacturer narrative:
No motor error alarm noted. The device was unable to prime during testing, due to moisture damage on force sensor resistor. Excessive no delivery test and occlusion test could not be performed, due to prime/fill anomaly. However, pump passed basic occlusion and displacement tests. The motor was tested outside the device and passed. The insulin pump was also received with a cracked belt clip slot, cracked reservoir tube lip, minor scratches on the lcd window and a cracked case at display window corners.

Event description:
The customer called and reported receiving a motor error alarm on the insulin pump during priming. The customer's blood glucose level was 366 mg/dl. During troubleshooting, it was stated the insulin pump had not been exposed to a strong magnetic field. The customer was not using the sensor feature. The customer was able to complete the rewind sequence. It was advised to discontinue use and revert to a back-up plan. Customer was also advised that the insulin pump would be replaced and agreed to return the device for analysis.